Event description:
The customer caleld to report taht the audible tone was not working at all. Troubleshooting was performed. The audible tone could not be heard. The customer confirmed that the vibrate mode worked properly.